Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the patient was implanted on an unknown date and underwent revision surgery on an unknown date due to implant fracture and periprosthetic fracture. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the broken ncb pp plate and screws were returned for investigation. The plate was broken into two fragments. On the fracture surfaces, some beach lines are visible which point to a fatigue fracture. On the bone-facing side the plate has several polished spots. On the fracture surfaces there are polished areas and some scratches, probably due to contact between the parts after the fracture. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted on an unknown date and underwent revision surgery on an unknown date due to implant fracture and periprosthetic fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb pp plate have met the specifications valid at the time of production. The raw material certificate of the plate was reviewed with no anomalies noted. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The complaint history search identified no additional complaints for the same reference and lot number combination. The visual examination of the plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behavior). The in vivo time is also unknown. However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Per was received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture and periprosthetic fracture.